Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the shaft of the delivery device fractured. The physician was unable to cross the lesion with the taxus express2 3.0 x 16mm drug eluting stent. The physician "yanked" the delivery device out and the shaft of the catheter kinked. The shaft then fractured when the physician removed it from the pt and tried to straighten it. No pt injuries or complications were reported.